Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and found a gui (graphic user interface) reset error code logged once. The ventilator has passed calibrations, electrical safety, extended self test (est), and short self test (sst) per manufacturer's specification and was released to the customer for clinical use. The report of a blank gui display and code identified (gui reset) in the ventilator log indicates that the ventilator did not stopped ventilating the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator display was blank and the ventilator "got turned off". The patient was removed from the ventilator and placed on an alternate ventilator. The patient's blood pressure and oxygen saturation dropped as a result of the reported event. Multiple attempts have been made to obtain additional information on the patient outcome, treatment (if applicable) and clarification of the event; however, no additional information was able to be obtained. The report of a blank gui display and code identified (gui reset) in the ventilator log indicates that the ventilator did not stopped ventilating the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: the ventilator made a loud noise described as a ¿bang¿and stopped ventilating a chemically paralyzed patient. The patient¿s base line blood pressure before the reported event was (B)(4). The blood pressure dropped to (B)(4) during the event but returned to 104/58. The patient's base line oxygen saturation before the reported event was 94%. The saturation level dropped to 89% during the event but returned to 98%. There was no short term or long term impact to the patient related to the reported event. Additionally it was reported that care was withdrawn from the patient and the patient expired on (B)(4) 2018, which was not related the the reported event.